Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. After reviewing the log, rse found an error related to a power issue in the flex vision pc control unit. To resolve the problem, rse recommended that the customer directly connect the control unit situated in the b cabinet to the onb. The rse also verified that a comparable issue had been reported earlier. To resolve the issue, the fse replaced the flex vision pc. After replacing the flex vision pc, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.